Event description:
Clinical specialist (cs) reported that a patient's pump was replaced. It was reported that the patient's catheter was determined to be patent, but the pump had inconsistent reservoir volumes at the patient's last two refill appointments.

Manufacturer narrative:
Pending follow up information and device return for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Manufacturer narrative:
Additional physical investigation was performed on the device, but the alleged issue was confirmed. Visual inspection of the device showed no anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue found with this pump. The unit primed and flowed as expected. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that the date of the patient's dye study and the details of the volume discrepancies were unknown.